Event description:
Complainant alleges that heating pad shorted out at the cord.

Manufacturer narrative:
This product was examined on (B)(4) 2006, by visual inspection. It was determined that there was a wire break on both wires going into the control due to abuse, as the power cord was severely pulled and twisted, which is a direct violation of the instructions provided. The insulation was off of both wires but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse/abuse of the product. Wire break was on both wires going into the control. The insulation was off both wires but all of the wire was not broken completely into allowing the pad to still function. Power cord appeared to have been severely pulled and twisted at the control in order to cause the wire break.